Event description:
It was reported that patient presented for scheduled implant procedure. During procedure, it was noted that the helix of the right ventricular (rv) lead was noted to be damaged. The procedure was completed using an alternate lead on (B)(6) 2025. There were no patient consequences.

Manufacturer narrative:
The reported event of helix damage was confirmed. As received, a complete lead was returned in one piece with the helix stretched consistent with procedural damage and was clogged with blood/tissue. The cause of the reported event was determined to be the helix being stretched, consistent with procedural damage.